Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new patients were not linking to station. A technical support specialist dialed into the server and ran the server downtime query, confirming that all messages were current. While reviewing the site, tss identified this as a recurring issue related to the active directory (adt) port, where multiple active directory (adt) systems attempt to communicate through a single port in carefusion coordination engine (cce), the carefusion coordination engine (cce) server requires a reboot to allow the next port to communicate, validated incoming active directory (adt) messages and noted that, out of four active directory (adt) systems, two had a last-received message, confirmed the issue had reoccurred, then rebooted the carefusion coordination engine (cce) server, which successfully came back online, rechecked the received messages and confirmed that processing had resumed; the system was approximately two hours behind current time and continuing to catch up, contacted customer to obtain patient details for verification, the customer later confirmed that all affected patients were displaying correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server new patients were not linking to the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.